Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during an med (micro endoscopic discectomy) procedure, the bur broke along the shaft. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the returned bur experienced a high fluctuating axial force (heavy use) which increased the stress at the unsupported mid curved location of the bur. The IFU of attachments associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory." The quality investigation is complete.

Event description:
It was reported that during an med (micro endoscopic discectomy) procedure, the bur broke along the shaft. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.